Event description:
It was reported to boston scientific corporation on november 10, 2010 that a bagley stone retrieval helical basket was used in an unknown procedure performed on (B)(6) 2010 (patient ID, gender, and weight are unknown). According to the complainant, the tip of the retrieval device "broke off" inside the patient. The detached portion was retrieved from the patient using a disposable grasper, and the procedure was completed. Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
Follow up # 1/supplemental report text-11/30/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have pcb contamination. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient contacted lifescan alleging the meter displayed an 'ER 6' message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) # is k082590.